Event description:
It was reported that the mobile programmer froze, crashed and lost connection during and during testing. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 24967 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was reported that the mobile programmer froze, crashed and lost connection during testing. The mobile programmer remains in use. No patient complications have been reported as a result of this event. Performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer froze was confirmed. Analysis of the service logs found the customer comment that the mobile programmer crashed could not be confirmed. No indication of a crash was observed in the logs. Analysis of the service logs found the customer comment that the mobile programmer lost connection was confirmed. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.